Manufacturer narrative:
Findings: missing segments/ghosting display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to display anomaly. No long beep noise anomaly noted. Pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got pushed into a swimming pool. The insulin pump alarmed a long beeping noise. They took out the battery and put a new one in but the screen was difficult to see. The customer¿s blood glucose level was 127 mg/dl. Troubleshooting was performed. There was fluid under the display. The device will be returned for analysis.